Event description:
In 2009, the patient reported that both the up and down buttons of her infusion device are not functioning. She stated that "sometimes they stick". She must press the button several times to receive a response. She stated that she noticed this 4 weeks after she began use of the infusion device. She stated that the infusion device has not been dropped or exposed to water. She stated that the infusion device does beep when the buttons are pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.